Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.

Event description:
It was reported that during primary distal radius fracture surgery, the head of the 2.7 bone screw was broken. The piece was left in the patient. There was a 15 minute delay in surgery.